Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited crystals of the soak solution on the tip of the light guide plug, inside of the bending section, and on the control section. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.